Event description:
It was reported that during da vinci-assisted surgical procedure, the large suture cut needle driver instrument could not be moved. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-feb-2026: the instrument could not be moved and wires were sticking out.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.